Manufacturer narrative:
The reported event of perforation was not confirmed by analysis. As received, a complete catheter was returned with one tether retracted inside the docking cap and the other was partially retracted. Visual examination did not find any anomalies on the protective sleeve. During analysis, a failure event was observed which was unrelated to the reported event. Final analysis by x-ray examination found the release tether appeared to be slipped from the release tether screw.

Manufacturer narrative:
The reported event was perforation. As received, a complete catheter was returned with one tether retracted inside the docking cap and the other was partially retracted. The tether control was in aligned position and the tether mode control was in docked position. Visual examination did not find any anomalies on the protective sleeve. Device history record was reviewed and found to be complete. The product passed all quality control tests prior to its distribution. Additional findings unrelated to the reported event: x-ray examination found the release tether appeared to be slipped from the release tether screw.

Event description:
Related manufacturer reference number: (B)(4). It was reported, the patient presented for a leadless pacemaker (lp) implant. During implant, after screwing into a target location, it was observed, the lp failed to capture. The lp was unscrewed and being moved to a new location. When a tip angiogram was performed and a cardiac tamponade, cardiac perforation, and pericardial effusion were confirmed. Afterwards, the catheter was not moved. An ultrasound evaluation and drainage were performed, and the bleeding was stopped. Later, the patient exhibited bradycardia, but the rate recovered. Subsequently, they developed ventricular tachycardia. And a cardiac surgeon completed an extracorporeal membrane oxygenation (ECMO), followed by a thoracotomy. After thoracotomy, the lp and delivery catheter were removed. And the patient was transferred directly to intensive care unit for recovery. The patient was stable.